Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensors fall off due to the sensors not adhering. The customer's blood glucose was 105 mg/dl. The customer states he uses alcohol to prepare the site. It was also stated that he possibly uses soaps or lotion on the site. The circumstances under which the product is not adhering was reported to be during heavy exercise and sweating. There is no body hair on the site. Proper preparation techniques and suggestions were provided. Nothing further was reported.